Manufacturer narrative:
The qc results were acceptable and gave no indication of a reagent or instrument issue. The field engineering specialist found low vacuum at the vacuum nozzle. He found the sample probe was misaligned as it was not centered to the vessel and rinse well. The sample probe was not returning back into the correct position. He flushed the vacuum and drain lines. He adjusted the sample probe position. The customer ran calibration and control testing with acceptable results. The service activities resolved the issue. No further issues have occurred since the service visit.

Event description:
The initial reporter complained of questionable ise indirect na and k for gen.2 results for 1 patient tested on two different cobas 8000 cobas ise module (double) analyzers. The customer did not know which analyzer had correct results. No results in question were reported outside of the laboratory. This medwatch will cover ise module (B)(4). Refer to the medwatch with patient identifier (B)(6) for information on ise module serial number (B)(4). The sodium results from serial number (B)(4) were 141 mmol/l and 147 mmol/l. The potassium results from serial number (B)(4) were 5.4 mmol/l and 5.6 mmol/l. The sodium result from serial number (B)(4) was 154 mmol/l. The potassium result from serial number (B)(4) was 5.9 mmol/l. There was no adverse event